Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received for evaluation. As received condition: received 1 sample, part number 8229707, from an unknown lot; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and tape with hair on it, which is typically used to secure the tube after intubation. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), syringe. When compared to the assembly drawing there was dried lubricant and mucous on the cuff and main tube of the device. The cuff was inflated with 10 cc of air which leaked out almost immediately and would have resulted in the reported event. When viewed under magnification, the leak was not easily visible; the cuff was inflated while submerged in water, revealing bubbles and the site of the leak. At high magnification, the leak appeared to be caused by two small punctures in the cuff which were located in close proximity to an abrasion. The note that accompanied the returned product indicated that the cuff "failed to hold air 3 hrs into the case." The product functioned for an extended amount of time and did not display any indications of a manufacturing fault. The damage on the cuff suggests that incidental contact with a blade or other surgical device caused the puncture, resulting in the leakage. Based on the above observations and the reported event the most likely underlying cause is consistent with mishandling/user error.

Event description:
It was reported that the 'trach tube is defective'. A note was returned with the device stating 'the cuff failed to hold air 3 hours into the case'. There was no report of patient injury.

Manufacturer narrative:
Female. Additional information was received from the user facility: procedure was a thyroidectomy; female patient. ¿the case was delayed slightly to reinsert a new nim tube, but was completed as expected. There was no patient injury. A new nim tube had to be inserted and case was delayed for this but patient did fine.¿

Event description:
Additional information was received from initial reporter: procedure was thyroidectomy. The emg tube was removed and replaced with another and the case was completed without further incident. There was no patient injury.